Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4)

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was a leakage of blood from the lure lock part. *there was a blood loss of 5cc or less, *product was changed out, *procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 10, 2018. (B)(4). The returned sample was visually inspected. The sparger assembly and white cap were not returned with the sample. Additionally, blood was noted to remain within the sensor upon receipt. The returned sample was then leak tested (as received) by connecting with the calibrated manometer, submerged into a water bath, and pressurized. A leak was noted at 57 mmhg. The large bore adapter blue cap was then loosened and re-tightened by hand. The sample was then leak tested by connecting with the calibrated manometer, submerged into a water bath, and pressurized up to 1030 mmhg, and no leaks were noted. The first leak was most likely attributed to dried blood within the threads of the sensor connections that was not fully removed during decontamination. Decontamination is conducted less aggressively to maintain sample integrity for testing as received by the returning facility. A retention sample of the same product code and lot number combination was visually inspected, and no visual anomalies were noted. The retention sample was also leak tested up to 1030 mmhg, and no leaks were noted. The most likely root cause for this event may have been the large blue vent cap for the shunt sensor was not fully tightened either during setup of the circuit, or after the gas calibration. When the large blue vent cap was loosened, it may not have been re-tightened fully prior to use in the line, causing a leak. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.